Event description:
It was reported that a clearlink paclitaxel set leaked from one of the tubing connectors during a one-hour infusion of paclitaxel. This event was noticed when the registered nurse (rn) entered the room and saw liquid on the patient¿s table and on the floor. The infusion was stopped, the rn assessed the tubing and saw the chemotherapy leaking from the connection. The solution did not make contact with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0900050000-2022-8010 for this event. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.